Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image was the plug unit was broken while the user was handling the device which led to unstable electrical connection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no image. It was unknown whether the reported issue occurred during procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, scratches and dent was noted near one light guide lens, the bending section failed troubleshooting, the control body had scratches, the light guide tube had dent, the scope connector had scratches and the rotation mechanism needed replacement knob. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.